Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that when she goes to prime the pump, the alarm pops up. Customer also receives a motor error alarm. Customer stated that the issue started 3 months ago. Customer stated that the pump was not bumped or dropped. It was explained that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. The pump also had a corroded battery tube and corroded motor home switch during visual inspection. Unable to perform operating currents or functional testing, or verify the compromised force sensor system or motor error alarms due to the blank display. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a scratched reservoir tube window, a cracked case at the reservoir tube window corners and a missing end cap sticker.